Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported experiencing a drain complication error during drain 1 of treatment. An m31 air detected in cassette error was received during an unknown phase of treatment and treatment was cancelled. The patient reported a fluid leak occurred when the cassette was removed after ending pd treatment. Fluid was observed leaking from the back of the cassette and in the pump module area. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the top cover, on the pump door, and within the recesses behind mushroom heads a & b. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported experiencing a drain complication error during drain 1 of treatment. An m31 air detected in cassette error was received during an unknown phase of treatment and treatment was cancelled. The patient reported a fluid leak occurred when the cassette was removed after ending pd treatment. Fluid was observed leaking from the back of the cassette and in the pump module area. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient reported experiencing a drain complication error during drain 1 of treatment. An m31 air detected in cassette error was received during an unknown phase of treatment and treatment was cancelled. The patient reported a fluid leak occurred when the cassette was removed after ending pd treatment. Fluid was observed leaking from the back of the cassette and in the pump module area. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.